Event description:
Additional information identified that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively. Issue was resolved through ipg replacement.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their scs ipg. Patient felt stimulation about 5 years ago. Ipg would not communicate when attempted and ipg confirmed inoperable. As a result, surgical intervention may be undertaken to address the issue.